Event description:
It was reported that potential insulation damage was noted on the left ventricular lead through fluoroscopy. All electrical values were in-range. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.